Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the infusion set tubing as the customer was performing the fill tubing process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer mentioned injecting air into the cartridge prior performing the load process. The customer was guided through loading a new cartridge successfully.